Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the locking mechanism of the device was "sticky." It is unknown if the device was used in surgery or not. No injuries were reported to have occurred, however, it is unknown if medical intervention occurred. There is no additional information available.